Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The balloon protector cap was not returned for analysis. No damage was noted to the balloon or blades of the device. The balloon was not folded which indicates that the balloon was subjected to positive pressure. No issues were noted with the profile of the exterior of the tip. The tip of the device was examined using the backlight of a microscope and reveled that the "small part" did not detach from the distal tip of this device. The hypotube was kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that a tip detachment occurred. The 100% stenosed target lesion was located in a moderately tortuous and moderately calcified below the knee vessel. A 2.00mm x 1.5cm x 140cm small peripheral cutting balloon¿ monorail was selected and advanced to treat the target lesion. During the procedure, outside the patient, it was noted that the tip of the device was detached during use or after removal. The procedure was completed with a different device. No patient complications reported and the patient's status was good.

Event description:
It was reported that a tip detachment occurred. The 100% stenosed target lesion was located in a moderately tortuous and moderately calcified below the knee vessel. A 2.00mm x 1.5cm x 140cm small peripheral cutting balloon¿ monorail was selected and advanced to treat the target lesion. During the procedure, outside the patient, it was noted that the tip of the device was detached during use or after removal. The procedure was completed with a different device. No patient complications reported and the patient's status was good.

Manufacturer narrative:
(B)(6). Age at time of event: 18 years or older. (B)(4).